Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 4 of 4. The patient's wife requested that the technical service representative (tsr) contact the home patient (hp). The tsr was unable to reach the hp on several attempts. On 07/30/2010, baxter product surveillance contacted the patient's wife. At this point, the patient's wife had no recollection of this event. The patient's wife does not recall this alarm, however, she stated that they never had any holes or leaks in the cassette or lines. The patient has resumed therapy and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.